Event description:
It was reported the patient experienced a power on reset (por) condition. It was stated the patient also experienced a ¿call your do ctor icon¿ and was unable to adjust stimulation. It was noted the por was ¿informational¿ and was able to be cleared at the time of report. It was noted the patient ¿had been able to charge and that her implant was at ¾.¿ a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger, product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).